Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all of the loss of prime warnings with zero force recorded in the black box history were related to cartridge events. The pump successfully completed a rewind, load and prime sequence with no issues noted. The force sensor calibration was within specification. There was no damage found internally when the pump was opened. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.